Event description:
Caller states during a correlation study the following coaguchek xs plus/laboratory results were obtained: 4.0 inr/3.0 inr. No action taken on device result. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correlation study the following coaguchek xs plus/laboratory results were obtained: 5.6 inr/4.0 inr. No action taken on device result. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correlation study the following coaguchek xs plus/laboratory results were obtained: 2.3 inr/1.8 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.